Event description:
(B)(6) reported an o'brien placer broke at the weld, while being inserted into a pt. No injury was done to the pt. The dr retrieved the broken piece and replaced the instrument, completing the procedure. Automated medical will send the instrument for eval as soon as it is returned by the hospital.